Event description:
It was reported that a patient had a stimulation system replaced due to leads moving. No further information was provided. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient product ID 3998, lot# j0357391v, implanted: 2004-(B)(6), product type lead. (B)(4).